Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 291 mg/dl following an insulin occlusion. The user replaced the insulin infusion set with assistance from customer support and insulin delivery was successfully resumed. No medical intervention was required and no long-term health effects were reported.